Event description:
Information was received that reported a patient was hospitalized on (B) (6) 2010 due to an incident of diabetic ketoacidosis. Per the patient he was brought to the hospital with a blood glucose of 413 mg/dl. Upon admit he was diagnosed with diabetic ketoacidosis and found to have an underlying infection. He was treated with IV, insulin and antibiotics. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B) (4). Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operation or functional failure was detected and the product was within the specification.